Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient experiencing a backup battery fault was confirmed via analysis of the submitted log file. The downloaded log file from the returned system controller and the submitted log file from the customer contained relevant data spanning approximately 1 day ((B)(6)2023 ¿ (B)(6)2023 per the timestamp). The log file captured intermittent atypical backup battery fault alarm active due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm was active until the controller was turned off and the alarm did not affect the controller¿s ability to operate the pump at the set speed. The heartmate 3 system controller (serial number (B)(6)) was returned and evaluated at abbott. During the evaluation, the controller was functionally tested and passed. The reported event was unable to be reproduced as the controller was able to operate on a mock circulatory loop for an extended time without any issues or atypical alarms active. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate iii instructions for use (IFU) "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿ also explains how to install the backup battery in the system controller. Heartmate iii patient handbook ¿how your heart pump works¿ and heartmate iii instructions for use (IFU) ¿system operations¿ inform the user of how to maintain the backup system controller¿s readiness by fully charging the backup controller¿s backup battery and performing a self-test every six months. These documents state that failure to charge the backup battery inside the backup system controller may result in diminished or no support during a power-loss emergency when the backup controller is in use. The heartmate 3 patient handbook describes how to properly care for all heartmate equipment, including the heartmate 3 system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer's investigation is complete.

Event description:
It was reported that the patient had a backup battery fault on 14nov2023. They experienced a flashing yellow wrench symbol. The backup battery was exchanged, but the alarms did not resolve. The system controller was then exchanged, and the alarms resolved.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.